Event description:
After hooking up the medtronics bone drill, when I stepped on the foot pedal to test the drill the motor separated and shot off. The drill was on the stand and not on the patient. A small screw was missing when the motor was recovered and its location was unknown. An x-ray was taken and read that no foreign body was seen.device #1is this a laboratory device or laboratory test?no.